Manufacturer narrative:
On (B)(6) 2019,arjo was notified about incident that took place in health care residence in gardone val trompia, italy. Following information provided, during resident's transfer from wheelchair to bed, using minstrel passive floor lift and the sling, the bracket of the minstrel's leg has broken, causing the device to tilt towards the left side. During the time of the event, the caregiver was able to support the resident, in order to prevent fall. In effect of the incident, the resident complained back pain at night, treated with a placebo. The evaluation of the device showed that the chassis leg has broken off in the point of attachment to the chassis. Metal in the point of broken bracket has been significantly rubbed away, possibly weakening the mechanical strength of the assembly. Structure of the chassis mechanism is subject to wear and must be restored or replaced when functions are not working. Arjohuntleigh devices that have specified in their labeling that their intended lifetime is limited and depends on correct service. However when the device is not used and maintained correctly, it can fail. The involved minstrel device was 10 years old. Upon gathering additional information to the reported issue, on (B)(6) 2019, the customer informed that the device was used in the bathroom, in the humid environmental conditions which are not recommended to the minstrel device, which is not hygiene device. According to minstrel operating and product care instructions (opci mmx15030.en.m issue 4 from january 2009): "the operational life of the minstrel and its accessories e.g. Stretcher, etc. Is dependent on the actual use conditions. Therefore, before use, always make sure that the lift is safe to use and has not been damaged (see preventive maintenance schedule at the end of this document for details). If any damage should be observed, do not use the minstrel." Moreover, the preventive maintenance schedule section indicates the caregiver's obligation of the following checks: "make sure all external fittings are secure and that all screws and nuts are tight." - every day. "Open and close the chassis legs and check for full travel." Every week. To conclude, the lift was used for the patient's transfer when the malfunction occurred. No serious injury was sustained. Since the lift leg detached from the chassis, it can be stated that the device did not meet its performance specification. We report this event to competent authorities in abundance of caution due to indication of device tilting because of leg detachment. Such malfunction could lead to patient's fall and serious injury upon reoccurrence.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo was notified about incident with arjo minstrel passive floor lift involvement. Following information provided, during resident's transfer from wheelchair to bed, the bracket of the minstrel's leg has broken, causing the legs to close. This led to device tiling. Prompt reaction of the caregiver prevented the patient from falling.in effect of the incident, the resident complained back pain at night.